Manufacturer narrative:
(B)(4). On 2015-11-30, the fsca 2015-11-30 was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with fsca 2015-12-10. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched (see below). The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. Anticipated launch of the new procedure is q4-2016

Event description:
It was reported that the water of a hcu40 was contaminated with mycobacterium chymera. No patient involvement was reported. (B)(4).